Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to high blood glucose levels. Customer stated that this incident was not related to the insulin pump as she had not been wearing the device for three months prior to the hospitalization. The customer reported that paramedics were called and she was transferred to the hospital for four to five days. Blood glucose level at the time of admission was not provided. Customer reported that she was vomiting blood and had an accelerated heart rate. The customer will not return the device for analysis.